Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. The ICD also emitted beeping tones. Engineering analysis confirmed low voltage fault and that the power consumption is increasing in a gradual fashion. Additionally, this device was exhibiting premature battery depletion (pbd). Device replacement was recommended and to return device for detailed analysis. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. The ICD also emitted beeping tones. Engineering analysis confirmed low voltage fault and that the power consumption is increasing in a gradual fashion. Additionally, this device was exhibiting premature battery depletion (pbd). Device replacement was recommended and to return device for detailed analysis. To date, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that this implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. The battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. The ICD also emitted beeping tones. Engineering analysis confirmed low voltage fault and that the power consumption is increasing in a gradual fashion. Additionally, this device was exhibiting premature battery depletion (pbd). Device replacement was recommended and to return device for detailed analysis. To date, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that this implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.